Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was implanted during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent could not be positioned correctly due to stent deformation. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.